Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 65-year-old male patient was presented for impella placement. While in the operating room (or) escalating care, it was noted that the aic experienced purge disk errors with two consecutive purge cassettes. The staff switched the aic's and the purge cassette was recognized appropriately. The original aic was taken out of service after event.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The product was returned for investigation. The console was tested after arriving in field service. The issue with not properly detecting the purge disc was reproduced, and housing where the screw that fastens the purge retainer to the purge pressure sensor assembly was found to be broken. The root cause of the aic - purge disc/flag was related to a broken purge retainer.